Event description:
This case was reported via regulatory authority ansm (reference number: r1700242) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On (b)(6 2014, the same day after starting essure, the patient experienced procedural pain ("less than 1 hour later of placement, strong contractions"). In (B)(6) 2014, the patient experienced inflammatory pain ("inflammatory pain leading to several visits in emergency"), arthropathy ("major joint problems (physio 3x15)"), gluten sensitivity ("intolerance to gluten and lactose") and lactose intolerance ("intolerance to gluten and lactose"). In (B)(6) 2015, the patient experienced vasculitis ("visit in emergency once for inflammation in the blood with an attack of abdominal pain (tests in 2015)") and abdominal pain ("visit in emergency once for inflammation in the blood with an attack of abdominal pain (tests in 2015)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), endometriosis ("endometriosis (noted on removal)"), uterine stenosis ("stenosis of uterus (noted on removal)"), menorrhagia ("abundant menstrual periods") and fatigue ("exhaustion and chronic fatigue"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2016) and physical therapy (physiotherapy 3x15). Essure was withdrawn. At the time of the report, the pelvic pain, endometriosis, uterine stenosis, vasculitis, inflammatory pain, abdominal pain, menorrhagia, procedural pain, arthropathy, gluten sensitivity, lactose intolerance and fatigue outcome was unknown. The reporter considered pelvic pain, endometriosis, uterine stenosis, vasculitis, inflammatory pain, abdominal pain, menorrhagia, procedural pain, arthropathy, gluten sensitivity, lactose intolerance and fatigue to be related to essure. The reporter commented: the doctors could not find any answers before the connection was made, and a gynaecologist finally listened to her and agreed to remove the inserts. Diagnostic results: in (B)(6) 2015: tests: inflammation in the blood. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain). A hysterectomy and bilateral salpingectomy was performed. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, it was reported that endometriosis, which could be an alternative explanation for pelvic pain but not proven, was noted on removal. Considering the nature of the event, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was reported via regulatory (B)(6) on 10-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain / pelvic pain") and ovarian neoplasm ("ovarian neoplasm") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On (B)(6) 2014, the same day after starting essure, the patient experienced procedural pain ("less than 1 hour later of placement, strong contractions"). In (B)(6) 2014, the patient experienced inflammatory pain ("inflammatory pain leading to several visits in emergency"), arthropathy ("major joint problems (physio 3x15)"), gluten sensitivity ("intolerance to gluten and lactose") and lactose intolerance ("intolerance to gluten and lactose"). In (B)(6) 2015, the patient experienced vasculitis ("visit in emergency once for inflammation in the blood with an attack of abdominal pain (tests in 2015)") and abdominal pain ("visit in emergency once for inflammation in the blood with an attack of abdominal pain (tests in 2015)"). In 2015, the patient experienced adenomyosis ("adenomyosis"), ovarian cyst ("ovarian cyst"), ovarian neoplasm (seriousness criterion medically significant), dyspepsia ("digestive disorder") and nervous system disorder ("neurological disorder"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), endometriosis ("endometriosis (noted on removal)"), uterine stenosis ("stenosis of uterus (noted on removal)"), menorrhagia ("abundant menstrual periods") and fatigue ("exhaustion and chronic fatigue"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2016) and physical therapy (physiotherapy 3x15). Essure was withdrawn. At the time of the report, the pelvic pain, endometriosis, uterine stenosis, vasculitis, inflammatory pain, abdominal pain, menorrhagia, procedural pain, arthropathy, gluten sensitivity, lactose intolerance, fatigue, adenomyosis, ovarian cyst, ovarian neoplasm, dyspepsia and nervous system disorder outcome was unknown. The reporter considered pelvic pain, endometriosis, uterine stenosis, vasculitis, inflammatory pain, abdominal pain, menorrhagia, procedural pain, arthropathy, gluten sensitivity, lactose intolerance and fatigue to be related to essure. The reporter provided no causality assessment for adenomyosis, ovarian cyst, ovarian neoplasm, dyspepsia and nervous system disorder with essure. The reporter commented: the doctors could not find any answers before the connection was made, and a gynaecologist finally listened to her and agreed to remove the inserts. Diagnostic results: in (B)(6) 2015: tests: inflammation in the blood the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 25-apr-2017 for the following meddra pts: pelvic pain: n° 2747 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-mar-2017: the events "adenomyosis", "ovarian cyst", "ovarian neoplasm", "digestive disorder" and "neurological disorder" were added. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain) and ovarian neoplasm. A hysterectomy and bilateral salpingectomy was performed. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. The other event is unanticipated. Pelvic pain may occur with essure therapy. In this case, it was reported that endometriosis, which could be an alternative explanation for pelvic pain but not proven, was noted on removal. Considering the nature of the event, a causal relationship with essure cannot be excluded. With regards to the other event, considering its pathophysiology and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis resulted in an unconfirmed quality defect, as lot number and complaint sample were not available. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain). A hysterectomy and bilateral salpingectomy was performed. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, it was reported that endometriosis, which could be an alternative explanation for pelvic pain but not proven, was noted on removal. Considering the nature of the event, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis resulted in an unconfirmed quality defect, as lot number and complaint sample were not available. No further information will be available, because health authority does not allow active follow-up.